Event description:
According to the reporter, the glue was used to seal the incisions. However, 2 weeks following a revision of reconstruction, nipple reconstruction, and mastopexy, the patient had allergic reactions (dermatitis).

Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Skin reactions usually noticed 2 to 3 weeks after surgery. 11 complants over 2 years.